Event description:
It was reported that the usb port was damaged, requiring manual adjustment of the cable to charge. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined further follow-up.